Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia of 24 mmol/l. The customer reported that the blood glucose at the time of the incident was 15 mmol/l. The customer reported that they treated high blood glucose with insulin pump and the manual injections. Troubleshooting was performed. The customer reported that the high blood glucose event began on (B)(6) 2018. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was performed and the insulin pump passed the high pressure test. The customer was advised to follow-up with health care professional related to high blood glucose issue. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.